Manufacturer narrative:
Review of the manufacturing documentation for the returned device confirmed that hw2512 met all requirements for release. Additionally, evaluation of the returned did not replicate the reported event. Visual inspection revealed mild to moderate abrasions involving the upper housing ceramic surface, lower housing ceramic surface, and matching inferior surface of the impeller. The marks on the lower housing ceramic surface and inferior surface of the impeller are indicative that an unknown external factor may have forced the impeller against the rear housing. During dimensional and functional verification, no issues were identified that may have caused or contributed to the reported high power event. Review of the controller log files confirmed vad parameters to be outside the normal operating range. There is no evidence to suggest that device caused or contributed to the reported event. The most probable root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Device thrombosis is a known risk associated with the use of this device and as such is noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that on (B)(6) 2014 the patient came to the hospital emergency department (ed) with dark colored urine. The patient was transferred to the implanting facility on (B)(6) 2014 with lactate dehydrogenase (ldh) measured as > 10,000 iu/l and an international normalized ratio (inr) of 2.4. The controller had "high watt" alarms on (B)(6) 2014 at 0400. The patient was administered tissue plasminogen activator (tpa) on (B)(6) 2014. Ldh was measured as > 9,000 iu/l at this time. Only (B)(6) 2014 pump parameters appeared to return to baseline values and the patient's urine cleared to yellow. Over the next several days the patient developed peripheral edema, pulsatile blood pressure, jugular vein distention, and "low flow" alarms were reported on (B)(6) 2014. Preliminary analysis of controller log files confirmed that pump parameters were below the normal operating range. A computed tomography angiography (cta) scan was performed which showed an intraluminal obstruction of the outflow graft approximately 6 cm distal from the pump. The patient was receiving heparin throughout his hospitalization. The remained hospitalized with stable hemodynamics and was listed for emergent heart transplantation. On (B)(6) 2014 the patient became hypotensive and hypoxic and was intubated. The patient was also administered inotropes for the low pump flows (< 2 l/min). The patient was taken to the operating room (or) on (B)(6) 2014 and experienced multiple episodes of pulseless electrical activity (pea), ventricular tachycardia (vt), and ventricular fibrillation (vf) which was treated via cardiopulmonary resuscitation (CPR) and cardiac massage. Pump hemolysis was noted by the surgeon while in the or. The pump was exchanged successfully on (B)(6) 2014. The pump was opened by the or nurse by mistake prior to being returned to the manufacturer for analysis.